Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated whenever the ins takes a charge or if the ins would take a charge, the stimulation would turn itself off. Pt said itwould be the stimulation and the controller that turned off (see related case (B)(4) for controller issue). Pt said that started about 3 weeks ago, but then later in the call, mentioned they had surgery on april 5th to put in a paddle lead because they were going through the other leads like crazy because pt said they guess they were a little rough on the leads and might have been doing things they shouldn't have been (see (B)(4) for previous documentation of paddle lead being put in). Pt said it was after that surgery when they started to have problems with the ins (pss therefore putting event date as (B)(6)). Pt said they had met with reps to try and reprogram the ins, but reps said they had never seen something like that. Pt reached out to the rep again and was told to call ps. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed if pt noticed the issue continuing with replacement controller ((B)(4)) to follow up with hcp/rep again to check ins/settings and call in for assistance while together if needed.pt gave implanting hcp as dr. Viswanathan and follow-up as dr. Edmondson. The patient's relevant medical history included pt stated they were paralyzed a couple times, and the stimulation therapy allows pt to walk without their wheelchair or leg braces.redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.